Manufacturer narrative:
One 72203013 disposable 4.5mm incisor plus platinum blade used for treatment, were returned for evaluation. The complaint stated: ¿the blade was shedding in the knee joint when it was used in the tissue, the pieces were removed.¿ the device is exceptionally clean or washed. The product was evaluated and no current residue was found. Visually it was noted that light friction scratches had begun in the proximal and distal tip. This causes shedding. Pressure is a factor to this symptom. This is also known to occur from ¿testing¿ without or with inadequate irrigation. If continued, this condition may eventually melt or seize the device. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. No further investigation is warranted at this time.

Event description:
It was reported that during a meniscectomy, the blade was shedding in the knee joint when it was used in the tissue, the pieces were removed. Procedure was completed with the same shaver blade. There was no delay and no patient injury reported.